Manufacturer narrative:
Technician asked account to check the inside of the siderails for fluid or any other contamination. Account stated they could not find anything wrong with the bed. Account stated they tried for two days to get the problem to repeat but it did not so the bed was put back in service. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the head of the bed ran up after a family member was sitting on the foot of the bed and got up. Account stated no one was injured.